Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed (B)(4) 2012 that complaint was reported.

Manufacturer narrative:
(B)(4). Devices (a and b) were returned with the tissue pad melted and partially detached. The each device was connected to a test handpiece and generator and they did activate during functional testing. The blade tip of the devices were intact and not broken off as reported by the customer. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the blade tip broke off of the devices. The caller could not provide any additional information. Another device was used to complete the procedure. There was no adverse consequence to the patient.